Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2303 patient problem code: f24.

Event description:
Complaint: a misconnection with an enfit syringe and your pleurx catheter was reported anonymously via cirs. The enfit syringe fits perfectly on the connection site and fluid can be administered effortlessly - please see the attached image. In the reported incident, medication was therefore inadvertently administered intrapleurally instead of gastrally. The enfit standard for enteral tubes was introduced many years ago to prevent confusion between luer-lock connection points on enteral tubes and venous application sites. Many hospitals have therefore introduced this standard. In addition, a third standard, the nfit connection, has been in place for some time to avoid confusion between venous catheters and regional anaesthesia catheters. The questions to you about this incident are as follows: - are you aware of this misconnection possibility with the gastric connection standard enfit? - is it possible to change the connector? Response received: 26/june/2024 could you please provide a further description of the issue/ product failure? - misconnection - was the issue happened during the procedure or before the procedure? - not known - what was the procedure that was being performed? - misconnection - is this related to product complaint or the enquiry? - both - did the event directly, or indirectly involve a patient or user? - not known -what was the impact to the patient? - not known - was there any medical intervention required including diagnostics, procedures, and treatment delay? - not known - where is the catheter located? Abdomen or chest - not known -how long has the catheter been in place - not known - could you please provide the lot number of the defective product? - not known - how was the issue resolved? - not known ¿ we would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: - sample not available - unused (before use) - used (during or after use) important: if used, please confirm if the samples have been used are contaminated with blood or cytotoxic medication. ¿ please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample was provided to our quality team for investigation. Upon visual inspection of the photo, it was observed that the valve has been connected to a syringe. The valve is not indicated for use with a syringe. The valve is not designed as a luer lock connection. This is a misuse failure per instructions for use. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001534825 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, it was identified that the probable root cause is traced to usage issue use error. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Complaint: a misconnection with an enfit syringe and your pleurx catheter was reported anonymously via cirs. The enfit syringe fits perfectly on the connection site and fluid can be administered effortlessly - please see the attached image. In the reported incident, medication was therefore inadvertently administered intrapleurally instead of gastrally. The enfit standard for enteral tubes was introduced many years ago to prevent confusion between luer-lock connection points on enteral tubes and venous application sites. Many hospitals have therefore introduced this standard. In addition, a third standard, the nfit connection, has been in place for some time to avoid confusion between venous catheters and regional anaesthesia catheters. The questions to you about this incident are as follows: - are you aware of this misconnection possibility with the gastric connection standard enfit? - is it possible to change the connector? They have made a bfarm notification product information: article no.: 50-7050/v001 - pleurx¿ pleural catheter additionally affected item no.: 50-7050/v001 - pleurx¿ pleural catheter response received: 26/june/2024 could you please provide a further description of the issue/ product failure? - misconnection - was the issue happened during the procedure or before the procedure? - not known - what was the procedure that was being performed? - misconnection - is this related to product complaint or the enquiry? - both - did the event directly, or indirectly involve a patient or user? - not known -what was the impact to the patient? - not known - was there any medical intervention required including diagnostics, procedures, and treatment delay? - not known - where is the catheter located? Abdomen or chest - not known -how long has the catheter been in place - not known - could you please provide the lot number of the defective product? - not known - how was the issue resolved? - not known ¿ we would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: - sample not available - unused (before use) - used (during or after use) important: if used, please confirm if the samples have been used are contaminated with blood or cytotoxic medication. ¿ please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier.